Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient's physician reports "implant leak and silicone within lymph nodes" and "ruptured". Imaging reports found "benign fibroadenomas," "occasional benign cysts." This relates to the left device. Device has been explanted.

Event description:
Patient's physician reports "implant leak and silicone within lymph nodes" and "ruptured". Imaging reports found "benign fibroadenomas," "occasional benign cysts." This relates to the left device. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified sharp broken on posterior and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.